Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer needed assistance with programming the meter with the pump. Customer stated that the meter was not linked with the pump. Customer's blood glucose level was 227 mg/dl, but the customer had been running high over 400 mg/dl. Customer has been hospitalized because of an e.coli infection and blood glucose levels are still high. Customer had a strep test and could not get their heart rate. Customer had pain on her chest and back. Hospitalization was not due to diabetes. Customer was having trouble breathing. Customer mentioned that their blood glucose levels have been out of control since the infection. Customer was transferred for further troubleshooting. Customer was also advised to monitor the pump. No additional information provided.